Event description:
The customer powered up the unit and discovered a bad collimator. He also noted the ethernet connector on the external interface pcb was broken and all external video connection on back of work station were broken.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep installed the new collimator assembly (transfering primary collimator to new assembly) and aligned the collimator assembly. He adjusted the sizing, replaced the external interface pcb assembly, replaced the video connectors on back of work station, and verified the system functions as expected.